Event description:
Bariatric surgery being performed. Stapler jammed during a stapler firing. The pa removed the stapler from a trocar site. Stapler was removed from sterile field and a new stapler was opened in order to complete the procedure. No problem encountered with second stapler and subsequent stapler firings.